Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 380 mg/dl. The customer loaded a new cartridge and a correction bolus was taken to stabilize bg level. As the customer had changed the cartridge prior to contacting tandem technical support, no system check could be performed. Reportedly, the customer was using the same cartridge for 4-5 days. In addition, it was reported that the fill estimate was noted to be inaccurate.